Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. Image review: a review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following information was provided: while troubleshooting, the isi field service engineer (fse) found the grip sensing magnet physically detached. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a nurse reported that the surgeon was not able to move the grip of the large needle driver (lnd) instrument installed on the universal surgical manipulator (usm) arms 3 and 4 in the middle of the procedure. At the beginning, there was no issue. Prior to calling in, the user already replaced the instrument with a backup and rebooted the system with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer perform the following troubleshooting: installed the lnd instrument on the usm arm 1 and there was no issue with controlling the instrument on the usm 1, confirmed proper hand control assignment (left master tool manipulator (mtml) with usm 1& 2, right mtm with usm 3 & 4), reseated the sterile adapter (sa) and confirmed all discs were engaged; however, the user could not move the instrument. Lastly, the customer replaced the drape and it was found that they could not complete follow-on matching grip (fomg) with mtmr for usm 3 & 4. The customer elected to convert to laparoscopic surgery. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion did not result in increasing port size incision nor adding additional ports. The patient tolerated the change.

Manufacturer narrative:
Upon visual inspection, the lever magnet was found to be detached from the grip lever and that would be related to the reported event. The mtm2 was installed onto a golden system replicating the reported event. The mtm was then installed onto a pftp. Once testing was completed, failure analysis was able to conclude that both grip levers and lever magnet were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.